Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
The customer reported that the surgery department is having issues with the tubing exploding when administrating lr and diprovan while on a patient. There was no patient harm.

Event description:
The customer reported that the anesthesia department is having issues with the tubing separating and leaking at the drip chamber outlet port junction when administrating diprovan ivp. There was no patient harm.

Manufacturer narrative:
The customer¿s report of tubing broke ¿separated¿ and leaked was confirmed. Visual inspection of the set noted that the pvc tubing was completely separated from the drip chamber outlet port. Examination under magnification noted that both sides of the pvc tubing had no solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the vinyl tubing was measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that the surgery department is having issues with the tubing breaking and leaking when administrating lr and diprovan while on a patient. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the anesthesia department is having issues with the tubing breaking and leaking when administrating lr or diprovan while on a patient. There was no patient harm.